Event description:
It was reported that the system's monitor screen was blank during fluoroscopy. This issue will cause the sys to be unusable due to the inability to see the live image. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge rep evaluated the sys and replaced the camera. The system operates as intended.